Manufacturer narrative:
A ge rep evaluated the system, but no conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system displayed a checksum error and would not boot up. No pt injury was reported.